Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the lead site due to weight loss thus causing the lead to be superficial. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned deeper into the tissue to address the issue. Reportedly, effective therapy was restored following the procedure.